Event description:
It was reported that the insulin pump had gotten wet and was no longer working. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.